Event description:
This customer reported problems acquiring the waveform in wave sector one during a cardiac arrest. The users switched to the AED mode to deliver therapy. The involved pt was asystolic upon arrival and did not recover a shockable rhythm.

Manufacturer narrative:
(B)(4). This customer reported problems acquiring the waveform in wave sector one during a cardiac arrest. The users switched to the AED mode to deliver therapy. The involved pt was asystolic upon arrival and did not recover a shockable rhythm. The date of the occurence is not yet known. The customer has stated that the device behavior did not play a role in the outcome for this pt. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.